Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed on the returned lead. The lead was severed and returned in two segments. Visual inspection revealed setscrew marks on the terminals and blood of body fluid in the lumens. There were stretched conductor coils noted on the proximal coil and on the rate sense conductor coil near the tip. Puncture holes and cuts were also noted in the insulation. The proximal cable to coil crimp had been pulled proximally. Detailed analysis revealed two trilumen insulation abrasions through to the rate sense lumen. The abrasions were smooth and tended to spiral around the lead. Furthermore, five trilumen abrasions were noted through to the proximal high voltage lumen. Due to the location and type of damage, they were likely caused by lead-on-lead interaction. The allegation was confirmed.

Event description:
Boston scientific received information that noise and oversensing were observed on the right ventricular (rv) lead channel. Oversensing did not lead in pacing inhibition of greater than 2 seconds of asystole. Additional information obtained that the lead appeared to have an insulation damage as seen through visual inspection. The rv lead was explanted and no longer in service. No adverse patient effects were reported.